Event description:
Info received indicates the brake will set but does not hold.

Manufacturer narrative:
The tech found the casters were not adjusted. He adjusted the casters to repair the stretcher.